Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that during the implant procedure, 4 contacts were showing "avoid" when the impedances were checked. There were no reported environmental factors associated with the event. The leads were taken out of " the can," the leads were wiped down, and then reseated "in the can." Connectivity showed all green but the 2nd seating of the leads still showed the same contacts ( 4, 5, 10, and 11) as "avoid." The issue was not resolved. No surgical intervention was planned. No further complications were reported.